Manufacturer narrative:
A visual examination of the returned device revealed that the ptfe sheath migrated and sliced the wire at the dream end. The sliced sheath extends approximately 5.5 cm in length exposing the core wire; however the entire pebax tip was present. The length of the pebax tip was measured approximately 10 cm in length, which is within the manufacturer's specification. Based on the evaluation, it appears that the wire may have been sliced with a sharp object. No other complaints were noted against the lot number and therefore the root caused is unknown.

Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire device was used on a (patient age, gender and weight unknown). According to the complainant, the "outside coating peeling off the inner core of the wire" and the procedure was completed with another hydra jagwire. No patient complications occurred do to this event.